Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized twice in (B)(6) 2017 due to double heart attack and on (B)(6) 2017 due to hyperglycemia. The customer reported that her husband called 911. The customer reported that she accidentally knock insulin pump off but was previously connected to the insulin pump. The customer reported too that the nurse told her that her blood glucose was between 82.9 mmol/l and 89 mmol/l. The customer reported that the she was treated with IV and manual injections. The customer reported that she was put back on the insulin pump at 5:00 p.m. The customer reported that she was released on (B)(6) 2017 but stated that the sensor was not working properly and did not alarm her that she was high. The customer reported that there is nothing wrong with insulin pump. Troubleshooting was not completed at the time of call. Therefore, the root cause of the customer's blood glucose issue could not be determined. The sensor will not return for analysis.